Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. The dial of the smart control ses 8x80 120cm stent delivery system did not work well. The lesion was not completely covered due to the stents jump. There were no reported patient injuries. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17777814 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿tuning dial (smart control only) rotation difficulty¿ and ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors, although unknown, may have contributed to the reported event. It is possible that as the tuning dial was difficult to turn, possibly due to a possible complex anatomy, the sds may have moved and resulted in the reported stent ¿jump¿ and thus the reported inaccurate placement. According to the instructions for use, which is not intended as a mitigation of risk ¿measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4,g7,h2, h3 and h6 have been updated accordingly. The dial of the smart control ses 8x80 120cm stent delivery system did not work well. The lesion was not completely covered due to the stents jump. There were no reported patient injuries. Additional procedural details were requested but are unknown. The product was returned for analysis. A product history record (phr) review of lot 17777814 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. One non-sterile ses smart control 8x80 120 catheter was received for analysis inside a plastic bag. Per visual analysis, no original packaging was returned. The locking pin was removed from the unit (not returned). The unit was observed deployed (no stent returned). No anomalies were detected at the tuning dial; the unit was found properly assembled. Per functional analysis a tuning dial rotation test was performed and no anomalies were detected. The unit was found properly assembled. However, the functional deployment test could not be performed due to the deployed condition of unit as received. The reported ¿tuning dial (smart control only) - rotation difficulty¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The reported ¿stent delivery system (sds)-ses-deployment difficulty - inaccurate placement¿ was not confirmed through analysis of the returned device. Procedural images were not provided for review. The exact cause of the event could not be determined during analysis. Vessel characteristics or procedural factors, although unknown, may have contributed to the reported event. It is possible that as the tuning dial was difficult to turn, possibly due to a possible complex anatomy, the sds may have moved and resulted in the reported stent ¿jump¿ and thus the reported inaccurate placement. According to the instructions for use, which is not intended as a mitigation of risk ¿measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event. The device performed as intended and therefore the reported event could not be related to the design or manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the dial of the smart control ses 8x80 120 did not work well. The lesion was not completely covered due to the stents jump. There were no reported patient injuries.